Manufacturer narrative:
Clinical review: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius technical services (while hospitalized) that they believed their cycler overfilled them. There was an inferred allegation this event was related to the performance of the liberty select cycler in the initial report. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6)2024 following drain difficulty during ccpd therapy on the liberty select cycler at home. The patient was ruled out for an overfill event yet found to have inadequacy with pd therapy due to worsening membrane failure resulting in fluid retention. It was determined pd therapy was no longer viable for the patient as they were transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. It was believed the patient had been discharged to home, but the discharge date was unknown. It was confirmed the patient¿s fluid retention due to membrane failure and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on in-center basis with their first scheduled treatment on (B)(6)2025.

Event description:
The peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius technical services (while hospitalized) that they believed their cycler overfilled them. There was an inferred allegation this event was related to the performance of the liberty select cycler in the initial report. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following drain difficulty during ccpd therapy on the liberty select cycler at home. The patient was ruled out for an overfill event yet found to have inadequacy with pd therapy due to worsening membrane failure resulting in fluid retention. It was determined pd therapy was no longer viable for the patient as they were transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. It was believed the patient had been discharged to home, but the discharge date was unknown. It was confirmed the patient¿s fluid retention due to membrane failure and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on in-center basis with their first scheduled treatment on (B)(6) 2025.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation and system air leak tests were performed and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.